Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. Customer current blood glucose was 104 mg/dl. Customer was treated with insulin pump and manual injection or insulin pen. Customer was using auto mode feature at the time of event. Customer stated that the insulin pump was under delivering of insulin due to they had performed several boluses no effect. The insulin pump will not be returned for the further analysis.